Event description:
It was reported by the customer "patient¿s mother tried to de-access port but felt it was stuck and the huber needle was broken. Came to the ER. This rn was able to de-access port with more than normal amount of pulling on the huber needle wings. The tip appeared to be intact."

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asfyf055 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "patient¿s mother tried to de-access port but felt it was stuck and the huber needle was broken. Came to the ER. This rn was able to de-access port with more than normal amount of pulling on the huber needle wings. The tip appeared to be intact."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set is confirmed; however, the exact cause is unknown. One 22 g x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation showed use residue on the returned sample. The safety mechanism of the returned infusion set was observed activated and engaged over the needle tip. The needle was observed to be bent just proximal to the metal sleeve of the safety mechanism. A microscopic observation revealed the distal tip of the needle within the safety mechanism was not damaged. While the bend observed in the returned infusion set could have caused difficulties in removing the needle from the port device, it is unknown when or where the needle was damaged. Possible causes include excessive forces applied during insertion, handling, manipulation, or removal of the infusion set.